Manufacturer narrative:
The insulin pump was received with intermittent blank display due to moisture damage on the electronic stack. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm unexpected restart alarm due to blank display. No moisture damage was found on the motor noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarms. The customer also reported that the insulin pump went blank. The customer's blood glucose was 257 mg/dl at the time of incident. The customer's blood glucose was 101 mg/dl at the time of call. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump was returned for analysis.